Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) experienced positional overstimulation along with ineffective stimulation. Reprogramming was tried which reduced the positional stimulation at the time. However, the issue recured. Further follow up identified surgical intervention was taken on (B)(6) 2015 for revision. The details regarding revision is unavailable at this time. Sjm representative was not present at the time of revision. The patient received two scs leads with a same lot number.